Manufacturer narrative:
Complaint conclusion: it was reported that the guiding catheter (7f 078 jr 3.5) was fractured at the tip. There was no reported patient injury. The product was not clinically used. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17449080 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to not use any damaged product as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that the guiding catheter (7f 078 jr 3.5) was fractured at the tip. There was no reported patient injury. The product was not clinically used and will not be returned for analysis. Multiple attempts to gather additional information have been made and have been unsuccessful.